Event description:
A (B) (6) male pt, status post synex ii and pedicle screw/rod placement for initial injury of two story fall, has experienced anterior synex ii migration and posterior displacement/pullout of two pedicle screws (l5 right and left) shown on x-ray. The synex ii cage did not collapse, it moved sideways and subsided. Surgeon left synex ii in place. Surgeon revised the screws and compressed around the synex ii cage for stabilization on (B) (6) 2010. Anterior revision was not required. Note: synex ii central body devices are the subject of a product recall. The info in this file does not reasonably suggest that this event is related to the recall (collapse) issue.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Implant remains in pt. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.